Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (item # tsvtwb10) was received for investigation alongside an unreported restoration and crown. Visual evaluation of the as returned product identified fracture of the implant collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Will not be individually investigated here. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 6 years. DHR review was completed for the subject lot number (62281472). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 62281472) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvtwb10). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided, date of event unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 19.